Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire field service representative (fsr) repaired the device onsite and returned it working to service specifications. The vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed but unable to be duplicated. The combination of transducer faults at power-up with successful calibration of all transducers indicates that the auto-zero solenoids can be slow to be respond. The issue will be internally investigated within vyaire.